Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to car accident. Customer¿s blood glucose level was unknown at the time of call. Customer had no idea and cannot recall any details other than waking up in pain at the hospital. Customer needs to get back on her insulin pump after being off for two weeks while in the hospital after a car accident. The insulin pump will not be returned for analysis.